Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via a manufacturer representative that the device was broken when opening a hole in the mandible bone during a neck dissection for mandible bone cancer procedure. The bur was used in the part where the device should not be used, making the event inevitable. The broken part was completely removed from the patient's body and a back up device was used. There was no intervention performed and there was no delay in the procedure. There was no patient impact.